Event description:
Boston scientific received information that the shock impedance on the right ventricular (rv) lead increased from 60 ohms to greater than 200 ohms. Once the lead was reprogrammed rv coil to can, it dropped to within range at 57 ohms. There was a concern over the lead possibly not being inserted into the device header all of the way. Subsequently the outputs were reprogrammed. The patient was brought in for defibrillation threshold (dft) testing approximately two weeks later. During dft testing the patient was successfully converted with a 21 joule shock when the proximal coil of the rv lead was programmed out of the equation. The system was left programmed rv coil to can and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.